Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 370 mg/dl with mild ketones. The customer indicated they would administer a correction bolus after changing the cartridge and infusion set. Tandem technical support performed a system check and found that the cartridge should be changed. The customer stated that the insulin may have been compromised due to the hot temperature outside.